Event description:
Epidural catheter placed by anesthesiologist without incident on (B)(6) 2022 at 1345. Epidural performed as expected and provided pain relief during labor and delivery. At approximately 1845, rn went to remove epidural catheter and was having difficulty, patient placed in flexed position, right tilt and left tilt without much movement. Called second rn to come assess. As second rn began pulling on catheter, it started to move slightly and then sheared off in patient back. Anesthesia was called back to the bedside at that time. CT ordered and neurosurgery consulted. Approximately 10 cm of residual epidural catheter material located starting at the l2-l3 supraspinous ligament into the left posterolateral l3 epidural space.